Event description:
It was reported that thrombosis and cerebral vascular accident (cva) occurred. In february 2024, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and the patient was discharged on 15mg of rivaroxaban. In april 2024, the patient presented with cva. Transesophageal echocardiogram (tee) identified a thrombus on the surface of the closure device. The patient was transitioned from rivaroxaban to warfarin. The patient was discharged, and a follow-up tee will be performed in three (3) to four (4) weeks to assess the thrombus.

Manufacturer narrative:
B3: date of event - estimated as 20mar2024 as event was noted to have occurred three weeks post implant.